Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® eclipse¿ blood collection needle experienced a safety shield failure. The following information was provided by the initial reporter: the customer stated "when checking the product before use, the customer found that there was no safety shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer eclipse blood collection needle experienced a safety shield failure. The following information was provided by the initial reporter: the customer stated "when checking the product before use, the customer found that there was no safety shield.